Event description:
According to the reporter, during fumd procedure on an epiplon tissue, the device was plugged into a generator with a version of 4.0. But the device did not seal. An activation tone was heard, no re-grasp alert, and end tone was also heard. The jaws were not cleaned since only three activations were carried out and from the beginning a correct seal was not carried out. No bleeding has occurred. A new ligasure replaced using the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an application fumd procedure on an epiploon tissue, the device was plugged into a generator with a version of 4.0. But the device did not seal. An activation tone was heard, no re-grasp alert, and end tone was also heard. The jaws were not cleaned since only three activations were carried out and from the beginning a correct seal was not carried out. A new ligasure replaced using the same generator and it worked fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device was plugged into a generator with a version of 4.0 but the device did not seal.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not seal. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during fundoplication surgical procedure on an epiplon tissue to treat gastric reflux, the device was plugged into a generator with a version of 4.0. But the device did not seal. An activation tone was heard, no re-grasp alert, and end tone was also heard. The jaws were not cleaned since only three activations were carried out and from the beginning a correct seal was not carried out. No bleeding has occurred. A new ligasure replaced using the same generator and it worked fine. There was no patient injury.